Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced loss of consciousness. The patient was found by their mother who called an ambulance. The mother treated the patient with a glucagon nasal spray. When a fingerstick was taken, the cgm reading was 300 mg/dl, and the blood glucose reading was 21 mg/dl. There was no further treatment by the paramedics, and the patient was not brought to the hospital. After treatment, the cgm reading was 150 mg/dl and the blood glucose reading was 180 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The reported glucose values after treatment fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.